Event description:
It was reported that during a (B)(6) study a patient had a glaucoma shunt implanted. The following day the doctor observed ''tube touch'' to the cornea with hypotony. The patient recovered without any intervention. At one week post-operative status hyphema and choroidal hemorrhage were observed. Carbazochrome sodium sulfonate hydrate and atropine sulfate were administered. The patient had recovered within 30 days. At the time of the report, the device is still implanted in the patient's eye. In the health care professional's opinion, the event of the tube touching the cornea may have been related to a device malfunction. However, for the rest of the reported events of hypotony, hyphema, choroidal hemorrhage, the doctor indicated these are post-operative complications and not attributable to the device or the possible device malfunction.

Manufacturer narrative:
In follow up the treating doctor indicated that he did not think there was a malfunction of the device. He did not attribute the event to a device malfunction. No additional information was provided.(B)(4): placeholder.

Manufacturer narrative:
(B)(4). (B)(6). Prior to release to market the device met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information expiry 03/31/2013. All pertinent information available to the manufacturer has been submitted.